Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter identified a slice/cut in the catheter body not related to explant damage and damage to the transition tube of the catheter body. Fdm updated. Fdr updated, fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: 0206091374, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-jun-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 5.657 mg/day) and marcaine (30 mg/ml at 16.971 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient experienced "unclear symptoms. Withdrawal?" The event date was reported to be (B)(6) 2019, however, a pump study was performed on (B)(6) 2019, revealing contrast around the pump. Additionally, it was reported the catheter was explanted on (B)(6) 2019 and the pump was explanted on (B)(6) 2019. The issue was resolved. Pump replacement on (B)(6) 2019 was reported to be a contributing factor. The patient status was alive - no injury. The pump and catheter would be returned. The representative stated when receiving the dirty pump connected to the catheter, the pump and catheter were cleaned and the catheter broke about 6 cm from the pump connector. Further complications were not reported or anticipated. Additional information was received. The patient first began to experience symptoms on (B)(6) 2019. The catheter was suspected to have been damaged while in the patient and there was suspicion of leak behind the pump. It was indicated the explant of the catheter was performed the same moment as the pump explant on (B)(6) 2019. Additional information was received. It was indicated the results of a rotor study were okay; the pump turned normally. A sterile catheter study was performed. It was easy to access the side port. The pump was noted to be partially turned. There was aspiration of a citrine colored liquid. Injection contrast was performed. Flush contrast was noticeable behind the pump. The catheter could not be localized clearly spinally. The conclusion was there seemed to be a leak near the pump, the catheter was not visible spinally, and there was no contrast at the spine level. Additional information was received. It was indicated no laboratory testing was performed on the withdrawn citrine liquid and no contributing factors to why the catheter could not be localized spinally were determined.